Event description:
Additional information received reported the surgeon was going to revise both sides over the new few weeks.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 64001, lot# n247539, implanted: 2012 (B)(6); product type adapter product ID 3387s-40, lot# v065399, implanted: 2007 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3387s-40, lot# v065399, implanted: 2007 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
It was reported a manufacturer representative ran intraoperative impedances and found some elevated impedances, greater than 4000 ohms. The patient¿s implantable neurostimulator (ins) was being replaced. It was noted, the connection in the front port had a new extension and new left lead which was implanted in the internal globus pallidus. The back port had an adapter with an old extension. The patient was programmed on case + and 8 ¿ for the right hemisphere and this pair was measuring at around 7000 ohms. It was noted other pairs with 8 were somewhat elevated as well but not as high. Impedances were initially measured at 0.7 v and then at 3 v. It was noted the impedances did drop some when the measurement was repeated at 3 v with the system fully connected and the ins in the pocket during testing. The manufacturer representative was going to run impedances again since the patient was post-op to see if they would come down further. Additional information received a week later reported, the impedances were first discovered directly after the surgeon placed the new ins in the pocket. The high impedances did not resolve. It was reported 3 different impedance tests were performed at 3 v and the final test was performed 45 minutes post implant. The cause for the unusual impedances was not determined but it was noted it may have been due to the different extensions in the ports of the ins. It was reported the patient was receiving effective therapy.